Event description:
The MFR received info alleging a ventilator was alarming. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and a large amount of water was observed inside of the device. It was reported that water from a humidifier may have inadvertently entered the unit when the pt was being transferred. During the eval of the device at the MFR's service center, a failure related to the sensor board was observed. The device's sensor board was replaced to address the issue. It is suspected that the sensor board failure was caused by the water ingress. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.